Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11881143. Received a 3-way temp sensing catheter, one large syringe, and one luer lock syringe. Inflated balloon with 10 ml of solution using the returned luer lock syringe and the catheter rested with no leaks noted. Deflated balloon passively and there was cuffing noted on the balloon. Attempted to flush drainage lumen with d.I. Water and solution and it did not flow. It was stuck in the drainage funnel. Dissected funnel and found that the drainage lumen was not fully perforated and extra silicon was blocking most of the lumen. Per CAPA 11881143, the identified potential root cause for this failure is that the core pins used in balloon molding were found to be out of specification. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11881143. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, during placement of the foley catheter urine was not discharged. When testing with water, a small amount flowed when pressure was applied, but the drainage lumen may be blocked. Per additional information received on 30jul2025 stated that, after administering general anesthesia, a urinary catheter was inserted. Although no urine flow was observed, several staff members confirmed that the catheter was inserted into the urethra and not the vagina, and the patient was monitored closely. After an hour, no urine flow was observed, so the catheter was replaced, resulting in a large amount of urine leakage. Examination of the removed urinary catheter revealed that the catheter tip was unable to inject air, causing a blockage.

Event description:
It was reported that, during placement of the foley catheter urine was not discharged. When testing with water, a small amount flowed when pressure was applied, but the drainage lumen may be blocked.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.